Event description:
The user facility reported that at the beginning of a diagnostic endoscopic retrograde cholangiopancreatography, the video image froze and then became a solid green image. The procedure was completed with a different, but similar device. The procedure was reportedly prolonged for about ten minutes, however there was no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed a flickering and static video image. In addition, the remote switches were found to be working intermittently. There was evidence of extensive fluid invasion inside the device. Corrosion was found in the endoscope connector, electrical connector, control body, and grip area. As the device passed leak testing, the source of fluid invasion appears to be a case of suer error. This report is being filed as an MDR in abundance of caution.